Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date of awareness this was a revision surgery of synthes product was confirmed to be (B)(6) 2014. This portion of the event was only for a screwdriver that broke during the revision surgery

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot #4965161/550467c05 no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the end piece is sheared off, and the inner shaft is gone. The repair technician reported the tip broke off of the inner shaft. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft for extraction. This item was repaired, passed final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received on 07-29-14 via the sales consultant. The patient was implanted with the vectra plate and screws for one level a few years ago, date unknown. The patient had an adjacent level breakdown and the surgeon performed another anterior cervical disc fusion with devices from another company. The plate and screws removed were reported to be fine. The hardware replaced was non-synthes devices. It was also reported on 07-31-14, the risk manager from the hospital provided patient information; level involved was c5-c6, and a 14mm, 1 level plate and 4, 4x 16 mm self-drilling variable angle screws were removed on (B)(6), 2014. (B)(4)

Event description:
It was reported that the end piece of the extraction screwdriver is sheared off, and the inner shaft is gone. The surgeon was removing vectra hardware and while removing the last screw, the removal screw driver tip broke off inside of the screw being extracted. The surgeon was able to remove the screw safely and proceed with the surgery unaffected. There was no patient harm. This is report 1 of 1 for (B)(4).